Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, , after release from the delivery catheter system (dcs), the valve dislodged due to being affected by septal bulge. The dislodgement resulted in mild to moderate paravalvular leak (pvl) and a post-implant balloon aortic valvuloplasty (bav) was performed. An attempt to move the valve deeper was attempted by using tension during the bav. The implant depth was unchanged and a second transcatheter bioprosthetic valve, was implanted at an adequate depth, but resulted in mild to moderate pvl. Another bav was performed with the resulting pvl remaining mild to moderate. No adverse patient effects were reported.